Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responding appropriately. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The patient reported that the up arrow keypad button has been sticking and intermittently unresponsive for the past 2 weeks. She noted that all other keypad buttons are responding as expected and click and spring back when pressed. The patient confirmed that the keypad is intact; noted that the pump is exposed to water occasionally and that sometimes she drops the pump; and stated that she wears the pump on her waist with a clip.